Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that during the intraocular lens (iol) implant procedure, the trailing haptic was broken. The lens was replaced with same lens model and power. The surgeon felt there was a lot of resistance when advancing the lens out of the plunger.

Manufacturer narrative:
Correction information provided in d.4. The product was not returned for analysis. The reporter indicates the use of company cartridge. The associated company 25.5 diopter lens is not qualified for use with the company cartridge model. The qualified diopter range for the company cartridge is 6.0 to 21.0. The reported complaint was not observed as no sample was returned for analysis. However, based on the information provided by the customer, the most likely root cause is failure to follow (instructions for use) IFU, as the surgeon states the use of non-qualified combination. The use of non-qualified combinations may result in delivery issues and/or damage. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).